Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia as well as the sensor had inaccurate readings that triggered threshold suspend alarm. Customer states the insulin pump has been pumping too much insulin and blood glucose level was 538 mg/dl. Customer states they was in auto mode but it still allowed blood glucose to go over 400 mg/dl. The customer¿s blood glucose value associated with the triggered suspend event was 217 mg/dl and the sensor glucose was 116 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 116 mg/dl. Low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will not be returned for analysis.